Event description:
Reporter indicated a vns handheld computer screen was freezing. It was not known on which screen the freezing was occurring, how long the screen froze, if it resolved, or if any troubleshooting was performed. Attempts for further info are in progress.